Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085208) that a patient, of unknown age at the time of event, who underwent breast prostheses implantation procedure with an unspecified mentor saline implant and a 380cc mentor smooth round high profile saline breast prosthesis, experienced pain, unexplained skin rashes, extreme fatigue, and difficulty with inflammation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for 2 of 2 breast prostheses reported.

Manufacturer narrative:
On 5/15/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).